Event description:
It was reported that the 3ml 23x1 bd emerald¿ syringes were mixed into the purchased box of 5ml 24x1 emerald syringes. The following information was provided by the initial reporter: "on further discussion it was found out he had purchased the four boxes of emerald syringe 5ml 24x1 an cat no. 307757 lot 2185034 in which few syringes of bd emerald syringe 3ml 23x1 an cat no. 307753 lot no. 1358463 was mixed.

Manufacturer narrative:
The manufacturing location for this product is bawal, india. This site is not registered with the FDA. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections manufacturer city, name, state and the franklin lakes FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
No samples or photos were returned for the reported issue of ¿blunt needle/ penetration issue¿ with lot number 1358463 regarding item # 307753, so retention samples were used for the investigation. The device history record of material number 307753 with lot number 1358463 was checked and there was no quality notification found on this lot no. From its production date to its dispatch on date. The investigation and simulation were carried out on retention samples where the investigating team has visually check the samples for blunt needle and no blunt needle was found in the retention samples. The pain factor cannot be concluded as the 3ml gauge is 23g and 5ml is 24g, it also depends on injecting person. The mix product issue was checked, both the lots have been produced in a gap of 7 months, so mixing is not feasible at production end. The exact root cause can only be determined if we receive the original sample. The root cause cannot be determined. The complaint cannot be investigated further. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
No additional information.